Event description:
From distributor's report. Product used to close a laceration on the cheek of a pt. Product followed a depression formed by user's finger and entered patient's eye and it became bonded. The pt was sitting upright and no preparation was done to the eye before use to protect it. The user applied "white petroleum" and sent pt to a ophthalmologist who did the same thing, user is not aware of the eventual outcome.